Event description:
Rptr writes: "I am appalled that tampon MFR continue to use dangerous substances in their products. The rayon fibers that tampax, playtex, kotex, ob and other tampon MFR use to increase the absorbency of their tampons have been shown to cause toxic shock syndrome. The rayon fibers also cause dryness, ulcerations, and lacerations in women's vaginal tissues, increasing women's susceptibility to other infections and diseases. In addition, the chlorine bleaches used to give tampons a bright, white appearance result in the formation of dioxin, a chemical linked to ovarian cancer, uterine cancer, and cancer of the bladder. I urge you to tell women the truth about the possible dangers associated with rayon and dioxin. Tampons including these substances should be clearly marked with warning labels or pulled off the market altogether."